Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator stopped cycling. There was no harm to the patient as a result of the event. At this time, it is unknown if the patient was placed on an alternate ventilator.